Event description:
It was reported that the physician needed a new usb cable for the programming tablet. It was reported that the tablet was giving a failure to open port error message. Another usb cable was used which resolved the issue. No patients were affected as the physician has a backup programming system. The physician was provided a new usb cable and the faulty usb cable was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the usb cable was completed on 10/06/2015. Analysis identified a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.